Event description:
A customer called and stated that the turn assist feature on this bed activated by itself.

Manufacturer narrative:
Upon complaint review, it was determined that this type of self activation has the potential to cause serious injury and is therefore being reported late. The technician could not find problems with the bed or mattress and everything operated within spec.